Event description:
Event description guidant received information that this atrial lead had a lead safety switch due to high impedance measurements. Impedance measurements were found to be varying from 560 ohms to greater than 2500 ohms. The p waves are fluctuating from 1.6 mv to greater than mv. The device was reprogrammed to dual pacing, dual sensing, and dual inhibiting (ddi) configuration to prevent inappropriate tracking. A chest x-ray was going to be done to rule out a lead fracture. There is noise on the atrial channel triggering an atrial tachy response. There is a question of a set screw issue with the pacemaker.